Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified the damaged blood pressure connector. The stm also reported being unable to insert the patient cable adapter and replaced the front end board. The stm then verified the iabp calibrated and passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave blood pressure connector was damaged during service by the customer. There was no patient involvement or adverse event reported.